Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagectomy/gastric tube, after the first firing and the knife was returned, when checked the cutting surface and it was found that at about 2 cm from the center of the jaws, firing had not been performed. (There were some u-shaped staples stuck in the tissue, and some staples remained on the cartridge side.) The site cut off by this product was changed to hand-sewn. After that, there was no problem with the patient's condition. The surgical time was extended by less than 30 min.